Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; no failed related to the incomplete bolus alert was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Additionally, it was reported that an incomplete bolus alert occurred. Tandem's technical support educated customer on the alert. However, customer denied accessing the bolus screen, even unintentionally. Customer's blood glucose was 376 mg/dl. Reportedly, customer went to the emergency room (ER) with a bg of 169 mg/dl. Customer was treated with 2 bags of saline, left the ER 3 hours later with a bg of 92 mg/dl and was stable. Insulin delivery was resumed.